Event description:
It was reported that the external pulse generator (epg) paced "intermittently." The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; lcd (liquid crystal display) has intermittent missing pixels, but device passed all other functional tests. Analysis also found upper case, lower case, and ring cover are broken. Knobs, battery release, battery drawer, and the lead flex cover are contaminated. One side bail cover, one side bail, and battery drawer o-ring are missing. Keyboard is damaged, battery contacts are compressed, and the ring bail is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.